Event description:
It was reported that the 6600 system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.